Manufacturer narrative:
The set screws were returned and examined by r&d. It was noted that the underside of the set screws exhibited wear patterns atypical of the type of wear seen on samples which have been subjected to standard locking/final tightening conditions. A series of tests were conducted in an attempt to generate failure of the screw construct and replicate the wear patterns to assign a root cause. All tests were unable to produce a failure of the set screw or construct and were also unable to replicate the wear patterns noted. It therefore appears that the set screw failures may be a result of atypical loading or due to a surgical technique outside the bounds for which the screw was designed.

Manufacturer narrative:
It was initially reported that the sale rep believed the explanted devices had been discarded by the user facility. On december 16, 2015 alphatec received medwatch report number mw5058150 from the FDA department of health & human services; device available for evaluation. The user facility was contacted and agreed to return 5 pieces to alphatec for evaluation. The implants were received on december 30, 2015. In addition to the 2 units identified, three other lot numbers (all having the same identifying part number) have been return. One (1) piece lot# 695621 manufactured 8/21/2015. One (1) piece lot# 695623 manufactured 8/24/2015. One (1) piece lot# 696126 manufactured 9/1/2015. The arsenal spinal fixation implants are currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Manufacturer narrative:
An evaluation is not possible at this time. The arsenal set screws in question have not been returned nor have the identifying lot number(s) been provided. The sale rep believes the explanted devices may have been discarded by the user facility. The arsenal spinal fixation system is intended for posterior, non-cervical, spinal fixation as an adjunct to fusion for the treatment of degenerative disease, deformity, and trauma indications. The arsenal system consists of a variety of shapes and sizes of rods, screws, and connectors that provide temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. The screws and connectors are manufactured from surgical grade titanium alloy (ti-6al-4v eli). The rods are available in commercially pure titanium, titanium alloy, and cobalt chrome (cp ti grade 4, ti-6al-4v eli, and co-28cr-6mo).

Event description:
Revision surgery took place (B)(6) 2015 to remove and replace arsenal set screws which had popped loose. Inspection by the surgeon found that the t10, t11, t12, l1, l2, l3 and l4 needed to be replaced on the right side and the l3, l4 and l5 on the left. The arsenal spinal fixation system was originally implanted on (B)(6) 2015 from t10 through the pelvis.